Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. In addition, a DHR (device history record) was completed for this product and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately high compared to her feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue began on (B)(6) 2015 at approximately 9:25pm in the evening when she obtained a reading of 264mg/dl which she felt was high compared to her feelings and/or usual results. The patient manages her diabetes using insulin and self-adjusts the dose, and she reportedly took an additional 15 units of humalog insulin on (B)(6) 2015 at approximately 9:25pm in response to the high reading obtained. The patient denied experiencing any symptoms, and reportedly visited the emergency room (ER) on (B)(6) 2015 where her blood glucose was measured using a hospital meter with a reading of 70mg/dl at approximately 3-4pm in the afternoon. The patient stated that she received hcp treatment of food and/or drink during the ER visit. In a related complaint, the patient alleged that the subject meter was reading high compared to the hospital meter, when a reading of 204mg/dl was allegedly obtained using the subject meter compared to the result of 70mg/dl obtained using the hospital meter, both results within 30 minutes of each other. Additionally, the patient alleged that the subject meter was reading inaccurately high when a reading of 204mg/dl was obtained using the subject device compared to a calibrated laboratory device result of 107mg/dl obtained within 10-30 minutes of each other at 5:47pm after intervention with food and/or drink. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. Additionally the patient alleged that the subject meter was reading inacurrate erratic when readings of 258 and 271mg/dl were obtained within 20 minutes of each other, although based on statistical methodology,the calculated difference of these glucose results falls within lifescan¿s criteria for precision. Furthermore the patient performed a control solution test using the subject meter and obtained a result of 171mg/dl which falls outside of the specified control range of 102 -138 mg/dl for test strip lot # 3799949.at the time of troubleshooting, the csr determined that the unit of measure was set correctly at the time of testing, an approved sample site was being used and the patient¿s testing procedure was correct. The control solution and test strips were not expired. The csr walked the patient through a control solution test and the result was not within the specified range. Replacement products have been sent to the patient.this complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, took action based on the alleged elevated result, and reportedly received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. As the tests strips were not returned within 30 days from the initial complaint retains were ordered for testing; retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.